Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 475 mg/dl. Customer also reported that, the sensor had consecutive change sensor alerts and calibration not accepted errors. Assisted in performing the watertight tester procedure and which was passed. Mother said that, there was blood on the sensor and doesn't know if that caused the sensor to fail. Customer declined troubleshooting with the high blood glucose. The insulin pump will not be returned for analysis.